Event description:
The physician reports that a patient underwent cataract surgery with implantation of the cystalens in the right eye. Approximately six months postoperatively, the lens vaulted due to capsular contraction syndrome. Preoperatively, the patient's bcva was 20/25 and mrse was +3.75 sph. Once the lens vaulted, the mrse changed to -1.00 -200 x 036. A yag capsulotomy was performed to reposition the lens and the bcva improved to 20/25+2, j3, and the mrse was plano sph. According to the physician, the cause of the event was due to capsular phimosis which caused the superior haptic to vault posteriorly and the inferior haptic to vault anteriorly. The patient's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. According to the physician, the root cause of the reported problem of lens vaulting was related to capsular contraction syndrome.